Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10, h2, h3,h6

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with left side pain. Upon review, it was discovered that the right ventricular lead exhibited high capture threshold and cardiac perforation. The lead was attempted to be repositioned however, the helix would not extend after it was retracted. The lead was explanted and replaced. The patient was stable before, during, and after the procedure and discharged on the same day.